Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient with complete heart block was presented with ventricular oversensing, leading to pacing inhibition. The patient did not experience any symptoms. Oversensing was not producible in clinic. Review of the session records revealed possible myopotential oversensing. Programming changes were made. Further actions will be discussed with the physician.